Event description:
The customer complained of a communication fail error message and a necessary reboot. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.